Event description:
It was reported that occasional undersensing was observed on the implantable cardioverter defibrillator (ICD) during a ventricular fibrillation episode. The outcome did not inhibit therapy. The undersensing was due to the amplitude of the r wave being sensed on the ventricular channel. The signal was so small that even at maximum sensitivity it could not be picked up. No programming changes could be made. There were no reported consequences.

Manufacturer narrative:
Patient's physician is (B)(6).